Event description:
In 2009, a dental professional reported to 3m espe that during a root canal treatment involving 3m espe relyx unicem, the subject product was applied accidentally into maxillary sinus of his patient. The dentist did not explain how the cement came into maxillary sinus of his patient, but he did indicate that the patient was not experiencing adverse symptoms. The dentist sought advice form 3m espe on how the cement could be removed from maxillary sinus of his patient. An employee (a dentist) of 3m espe recommended surgical removal of relyx unicem from maxillary sinus. The reporting dentist informed 3m espe that the relyx unicem was removed from the maxillary sinus of his patient in the next day by an oral surgeon. According to the dentist, the dentist took the stitches out at about one week later. The dentist reported that the patient was fine.

Manufacturer narrative:
Method, results and conclusions: no product was returned to 3m espe for evaluation. Based on a review of global clinical complaints from 2003 through 2008, no similar types of adverse event have been reported to 3m espe. Given the product's favorable clinical use history and biocompatibility assessment, this product is deemed safe for its intended use.